Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported after injection to the "mid face" area with juvederm voluma pt developed "unilateral swelling and full face swelling." Pt was treated with a steroid and symptoms resolved.